Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a minimum fill estimate was received after filling the cartridge with 120 units of insulin. Another cartridge was filled successfully. Customer's blood glucose was 240 mg/dl.